Manufacturer narrative:
Date sent to the FDA: 4/01/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: (B)(6) 2017. Psr submission number: 2210968-2017-71767. Psr report identifier: (B)(6). All event details will now be captured via emdr report number 2210968-2024-03705. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 4/01/2024. Alert date was updated from 9/14/2017 to 8/14/2017. Received date updated from 9/14/2017 to 8/15/2017. It was identified that the alert date was changed erroneously. Hence the alert date is now updated to match the first date the event information was received by j&j. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on  (B)(6) 2009 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.